Event description:
It was discovered that some headset transmitter cables were being tested using none standard cable assembles. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.